Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that three 16 fr foley catheters were broken above the balloon, two in a patient and one not in patient. Also stated that the balloon was filled with proper technique but were unable to obtain the contaminated foleys with split balloons that were used on patients. No medical intervention was reported. Per follow up call on (B)(6) 2021,customer stated that two of the events occurred on one patient concurrently and the third event was from a brand new kit in effort to recreate the issue that occurred. No medical intervention was needed for the patient involved.